Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had received a cervical lead at the clinic and was very satisfied with it. At another clinic, they received a thoracic lead for her pain in the pelvic floor area on a trial basis. Intraoperatively, the area could be covered very well, but not postoperatively. The patient was not satisfied with the thoracic lead. The settings for the cervical lead no longer worked after the thoracic lead was implanted. Therefore, the thoracic lead was explanted and a connector plug was placed in the ins.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: g2: germany h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.